Event description:
It was stated that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). A 15mm x 3 mm emerge balloon catheter was selected. Although resistance was felt at proximal rca as the device was advanced, it was able to cross the lesion at mid rca. During the first inflation, the balloon ruptured at 3 atm. The device was removed intact and the procedure was completed using a 12 mm x 3.0 mm emerge balloon catheter. No patient complication was reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was stated that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). A 15mm x 3 mm emerge balloon catheter was selected. Although resistance was felt at proximal rca as the device was advanced, it was able to cross the lesion at mid rca. During the first inflation, the balloon ruptured at 3 atm. The device was removed intact and the procedure was completed using a 12 mm x 3.0 mm emerge balloon catheter. No patient complication was reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the emerge catheter was received inside a carrier tube (hoop). Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the distal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).